Event description:
It was reported that, "dr. (B)(6) was inserting an aviator temporary fixation pin and upon fully seating the pin, the head completely sheared off from the threads which were then imbedded in the c6 vertebral body."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.